Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Following replacement of the fuses for the viewing station of the imaging system, a medtronic representative went to the site to test the equipment. It was reported that a new inrush suppressor was installed in the imaging system. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system had no line power. The representative reported that the fuses were replaced to restore functionality. There was no patient present when this issue was identified. No additional information was provided.